Event description:
It was reported that the customer experienced multiple tandem mobi cartridge alarms during the load process, which did not involve exposure to external magnets. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge from the pump and deliver a bolus, which was completed successfully. Although the customer was able to reload the cartridge and resume insulin therapy, they faced issues with multiple cartridges. Consequently, technical support decided to replace the pump and provided instructions for returning the problematic pump. The customer acknowledged and understood the guidance provided for both the storage mode and handling of the replacement pump upon arrival.